Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. This event occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group rec'd a report that a s5 roller pump displayed an error during a procedure and the pump stopped. The pump was hand cranked to maintain blood flow and then power-cycled. After the pump was power-cycled, it was found to be working properly and was used to finish the procedure. There was no report of pt injury. The facility's service engineer replaced the motor controller card. The results of the investigation will be provided in a f/u report.

Event description:
Sorin group rec'd a report that an s5 roller pump displayed an error during a procedure and the pump stopped. The pump was hand cranked to maintain blood flow and then power-cycled. After the pump was power-cycled, it was found to be working properly and was used to finish the procedure. No pt injury was reported.